Manufacturer narrative:
Unit passed displacement, sleep current measurement, active current measurement tests; it failed self test returning a pump error. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Pump error is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received battery failed alarm during normal use. The customer¿s blood glucose level was 210 mg/dl. The customer receive a low battery alert prior to the replace battery now alarm. Customer stated that the batteries were not in use before and fully charged. The insulin pump will be returned for analysis.